Event description:
The customer reported receiving a "replace sensor" error message on the same days of applying the adc freestyle libre sensor. The customer was unable to monitor her blood glucose and subsequently experienced unspecified symptoms of hypoglycemia and seizure. The customer was unable to self-treat and his wife treated him with glucagon injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. Current was applied to sensor to perform sim vivo test while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Additional information: section d4 (expiration date) were updated based on returned product download. Section g1 contact office first name, contact office last name, contact office phone number and contact office email) have been updated to (B)(6)

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
The customer reported receiving a "replace sensor" error message on the same days of applying the adc freestyle libre sensor. The customer was unable to monitor her blood glucose and subsequently experienced unspecified symptoms of hypoglycemia and seizure. The customer was unable to self-treat and his wife treated him with glucagon injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a "replace sensor" error message on the same days of applying the adc freestyle libre sensor. The customer was unable to monitor her blood glucose and subsequently experienced unspecified symptoms of hypoglycemia and seizure. The customer was unable to self-treat and his wife treated him with glucagon injection. There was no report of death or permanent impairment associated with this event.